Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by field clinical specialist, the valve was only partially deployed with first delivery system. The valve was stable and original delivery system was removed. A second delivery system was then used to post dilate the valve to achieve full expansion and good result. The balloon was inspected on the original delivery system and no holes or tears were found. Delivery system with rep and will be sent back via biokit. The balloon did not full inflate, the valve looked about 80% inflated, the team also had difficulty with alignment. There was no difficulty inflating the balloon, if anything they said it felt too easy per the md. They did exchange the system out easily and the following system got fully expanded. No blood was seen in the syringe. The fcs did have them aspirate after the alignment issue to make sure the balloon wasn't perforated and they did return all volume. No leak was noticed from the system but it could have been from the stopcock as they exchanged it all immediately.

Event description:
As reported by field clinical specialist, the valve was only partially deployed with first delivery system. The valve was stable and original delivery system was removed. A second delivery system was then used to post dilate the valve to achieve full expansion and good result. The balloon was inspected on the original delivery system and no holes or tears were found. Delivery system with rep and will be sent back via biokit. The balloon did not full inflate, the valve looked about 80% inflated, the team also had difficulty with alignment. There was no difficulty inflating the balloon, if anything they said it felt too easy per the md. They did exchange the system out easily and the following system got fully expanded. No blood was seen in the syringe. The fcs did have them aspirate after the alignment issue to make sure the balloon wasn't perforated and they did return all volume. No leak was noticed from the system but it could have been from the stopcock as they exchanged it all immediately. Additional information indicated the balloon marker shaft looked bent. Valve alignment was attempted in a straight section of the anatomy. The alignment issue was resolved when the fcs had the team aspirate the balloon and they were able to align. Nominal volume was used for inflation. No photos are available.

Manufacturer narrative:
Update to b4, b5, d9, g3, g6, h2, h6 and h10 per device evaluation. The 29mm commander delivery system was returned locked in packaging position with about 25% flex used and no fine adjust used. Loader cap was returned over the flex shaft. The returned device was visually inspected. The inflation balloon was returned unpleated, with approximately 4ml fluid. Gouges were present on flex tip. The orange proximal strain relief indicating 33ml of fluid required for inflation. No abnormal bends or other irregularities observed on balloon assembly, slight bend seen on guidewire lumen likely due to return handling. The returned delivery system was inflated and no leakage was observed. Engineering was able to pull the balloon shaft to the warning marker, lock and utilize the full fine adjust mechanism with no abnormalities observed. Additionally, locknut/collet force measurements were taken of the returned device. Recorded measurement shows device met specification. Due to the nature of the complaint, no applicable dimensional testing was performed at this time. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the relevant complaint codes. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. Of note, no failures occurred during the product verification testing and the lot was released. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. IFU for commander delivery system, device preparation training manual, and device procedural training manual. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were unable to be confirmed as no applicable imagery was provided. No manufacturing non-conformances were identified during engineering evaluation. A review of the DHR, lot history, manufacturing mitigations and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''the valve was only partially deployed with first delivery system'', ''the balloon did not full inflate, the valve looked about 80% inflated'' and ''there was no difficulty inflating the balloon, if anything they said it felt too easy per the md''. Additionally reported, ''the balloon was inspected on the original delivery system and no holes or tears were found'' and ''no blood was seen in the syringe''. Additionally, evaluation of the returned device revealed no leakage on the delivery system. Per the field clinical specialist, ''it could have been from the stopcock as they exchanged it all immediately''. It is possible that the stopcock used during the procedure was damaged or not suitable for high pressures. Per the training manual, ''high pressure 3-way stopcock'' is required. If the stopcock is unable to withstand the high pressures of thv inflation or is inadvertently loosened, it may lead to volume leaking and resulting in the reported complaint. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that procedural factors (damaged or inadvertently loosened stopcock) may have contributed to the reported event. As reported, the team ''had difficulty with fine adjust alignment'', and ''valve alignment was attempted in a straight section of the anatomy. The alignment issue was resolved when the fcs had the team aspirate the balloon and they were able to align''. It is possible that tension may have been introduced onto the system leading to the reported valve alignment difficulties. Since the reported valve alignment difficulty was reported to be resolved with aspiration of the balloon, it is possible that residual fluid was left in the inflation balloon during device prep, or the inflation device was improperly locked. Attempts to align valve over inflation balloon in these conditions can lead to the valve catching onto balloon material and contributing to the valve alignment difficulties reported. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that procedural factors (residual fluid) may have contributed to the reported event. Additional information indicated the balloon marker shaft looked bent. Per the training manual, ''take care when transferring. Do not bend the balloon catheter''. As this issue was not noticed during device preparation, it is possible that the distal end of the delivery system was damaged from device mishandling, resulting in the reported complaint. However, as evaluation of the returned device revealed no damage on the balloon assembly. As the device was returned with 4ml of residual fluid, it is possible that the returned configuration of the delivery system resulted in the customer perception of a bend. However, without applicable procedural imagery, a definitive root cause is unable to be determined. Available information suggests that procedural factors (device mishandling, customer perception) may have contributed to the reported event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.